Manufacturer narrative:
Correction - d9 - date returned to manufacturer should have been oct 28, 2021 rather than nov 9, 2021.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer's reference number: 2017865-2021-29960. It was reported patient presented in the clinic with an infection. The patient's implantable cardioverter defibrillator, left ventricular, right atrial and right ventricular were explanted. The patient was in stable condition.